Event description:
It was reported by the sales consultant that, while the surgeon was placing the last screw using a variable angle olecranon plate, after he drilled and measured for the screw, he implanted the screw on power with a torque limiting attachment, however, the screw never engaged into the plate, it kept spinning. The surgeon tried to remove the screw since it would not engage and he could not get the screw out. He decided to leave the screw in and completed the case. There were no issues with the other screws or the torque limiter. Due to the screw engaging issue and the attempts made by the surgeon to remove the screw, the procedure was delayed approximately 10 minutes. The surgeon decided to leave the screw implanted and felt that the issue encountered was due to the torque limiter. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.